Event description:
It was reported that the plaintiff was implanted on or about (B)(6) 2006 with a perigee device with the intention of treating her for stress urinary incontinence and prolapse. The plaintiff immediately suffered severe pain and discomfort. She also experienced bleeding, discharge and recurring infections. The plaintiff has had trouble urinating, has suffered pelvic pain and severe infections on an ongoing basis. She experienced significant physical, psychological and emotion pain and suffering, and has sustained permanent and debilitating injuries. The plaintiff continues to experience severe problems with incontinence and prolapse.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report- (B)(4).